Event description:
It was reported that the monitor on the 2800 system went black during cysto case. No pt injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The color monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.